Event description:
There were several cases during 2011 where the licox was used but, the temperature recording was consistently under reading, varying from about 1.5 to 3 degrees below rectal temperature. Several pts had a brain temperature reading from a hemidex catheter that was similar to the core temperature, i.e. The licox catheter was under reading. The brain oxygen reading was completely inaccurate as well. Additional info was requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.